Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer experienced issues during a software update via a universal serial bus (usb) device and was unable to respond to touch input. The unresponsive screen issue was corrected by performing an electromagnetic interference (emi) repair. It was also noted that the link electronic module (lem) board failed incoming testing. The lower hinges were tight. The hard drive was reconfigured, reloaded, and the software was updated. The programmer was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer experienced issues during a software update via a universal serial bus (usb). It was noted that the programmer functioned for approximately 75 minutes, but touchscreen functionality was not available. It was further noted that during a subsequent update attempt, the gray screen was displayed. Following the reboot, the programmer did not respond to touch input. Troubleshooting was performed, including unplugging all accessories and rebooting the programmer, after which a blue screen was observed. Additionally, it was advised to power cycle the programmer again. It was further reported that the software update was only partially completed, and the full update was not complete. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.